Manufacturer narrative:
Additional information was received that the pocket site was corrected and sutured in place. The physician did not suspect device malfunction. The patient was doing well postoperatively.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that the ipg had flipped. The patient underwent a revision procedure.

Event description:
A report was received that the patient was unable to charge the ipg. It was also reported that the ipg had flipped. The patient underwent a revision procedure.